Event description:
A philips employee became aware of a journal article (published online 12feb2021) ¿optimizing laser atherectomy for different lesion morphologies ¿. The article retrospectively reviewed a single center study enrolling 45 patients/57 lesions with atherosclerotic lesions of the superficial femoral artery (sfa) and above-the-knee popliteal artery. All lesions were sequentially treated with spectranetics turbo-power laser atherectomy catheters at 3 predetermined intensity settings. Angiography and intravascular ultrasound (ivus) were performed to characterize plaque morphology and evaluate residual stenosis. Following the index procedure, a total of 6 lesions required target-lesion revascularization (tlr) within 6 months and 10 lesions required tlr within 12 months. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for each of the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 12feb2021 has been used, the date of publication. Article citation: adams g, subramanian v. Optimizing laser atherectomy for different lesion morphologies. J crit limb ischem. 2021;1(1): e27-33. This report captures the 6 lesions required tlr within 6 months and 10 lesions that required tlr within 12 months. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2-a6) patient information - generalized patient information was listed; however, specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - generalized patient information was listed; however, specific patient/case detail was not provided. D4/g4/h4) the lot number was not provided; thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, 510k number, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, restenosis is listed as a potential adverse event with use of turbo-power devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.